Manufacturer narrative:
(B)(4).

Event description:
It was reported that a carbon dioxide (co2) detector product did not change color and a patient (child) had to be reintubated. There is no report of serious injury or death associated with this event.